Event description:
It was reported by customer that they had the catheter replaced due to a scan ordered by the doctor that confirmed the catheter was wrapped around intestines, which required catheter replacement. Verbatim: customer had the catheter replaced due to a scan ordered by the doctor that confirmed the catheter was wrapped around intestines, which required catheter replacement. Customer did mention a possible occlusion in the line. Spoke to customer 05/08/2024: was there any medical intervention required including diagnostics, procedures, and treatment delay? Ultrasound was completed and confirmed the line was caught around the intestine, and scheduled procedure to have line replaced. How long has the catheter been in place? Had catheter for about two years up until it was replaced on: (B)(6) 2024 what was the impact to the patient? Just that patient had to have the catheter replaced but nothing other than that. Customer confirmed that there was no occlusion or blockage issue reported.

Manufacturer narrative:
Pr xxxxxx initial emdr submission. Device problem code: a24 patient problem code: f1905 a probable root cause for this reported failure mode could not be determined since it was not provided enough information to fully investigate this incident as a lot number, photos or physical samples. Examination of the product involved may provide clarification as to the cause for the reported failure. As lot number was not reported it was not possible to do a review of the device history record which allows us to identify, in case it had happened, any rejected inspections or quality issues during the production of the lot number reported. Therefore, it was not possible to identify any finding. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Manufacturer narrative:
Pr (B)(4).initial emdr submission. Device problem code: a24 patient problem code: f1905 a probable root cause for this reported failure mode could not be determined since it was not provided enough information to fully investigate this incident as a lot number, photos or physical samples. Examination of the product involved may provide clarification as to the cause for the reported failure. As lot number was not reported it was not possible to do a review of the device history record which allows us to identify, in case it had happened, any rejected inspections or quality issues during the production of the lot number reported. Therefore, it was not possible to identify any finding. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H3 other text : see manufacture narration

Event description:
It was reported by customer that they had the catheter replaced due to a scan ordered by the doctor that confirmed the catheter was wrapped around intestines, which required catheter replacement. Verbatim: customer had the catheter replaced due to a scan ordered by the doctor that confirmed the catheter was wrapped around intestines, which required catheter replacement. Customer did mention a possible occlusion in the line. Spoke to customer (B)(6) 2024: - was there any medical intervention required including diagnostics, procedures, and treatment delay? Ultrasound was completed and confirmed the line was caught around the intestine, and scheduled procedure to have line replaced. - was the cuff being loose was the cause of catheter movement? The dr did not tell him the cause, just that he had to get it replaced and put in a different area. - how long has the catheter been in place? Catheter was originally placed in late dec. And replaced 02may2024 - what is the date of event? 28apr2024 -what was the impact to the patient? Just that patient had to have the catheter replaced but nothing other than that. - customer confirmed that there was no occlusion or blockage issue reported. -was the catheter broke? No - was there any damaged observed on the pleurx catheter? No - was there any issue/ product failure occurred with the pleurx bottle? No - lot number and material number associated with the pleurx catheter? Unknown, the information was not provided for the original catheter placement or the new one.